Event description:
It was reported that after initial device implant one year ago, the patient underwent multiple pocket revisions, as well as lead extraction, and new lead placement on the left side. Due to continued ongoing intractable pocket pain, the patient had another pocket revision. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.